Event description:
Through implant patient registry and investigation, it was learned a 23mm 2625 porcine aortic valve, implanted in the tricuspid position between 6 and 18 months, was explanted due to unknown reasons. The explanted valve was replaced with an unknown device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Attempts to retrieve additional information were unsuccessful. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The cause of the event cannot be determined.